Event description:
The lay user/patient contacted lfs on (B) (6), 2010 alleging an error 5 message on their one touch ultra meter. The patient mentioned that an unspecified time later after the reported issue began, the patient began to develop symptoms of feeling shaky, which the patient associates with "high blood sugar." The patient was unable/unwilling to verify whether they received any medical treatment or whether they took anything prior to treatment. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The issue was not resolved via troubleshooting. Product was replaced. The complaint is being reported, since the patient alleged that due to the error 5 message, they developed symptom suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.